Event description:
Customer reported a past high blood glucose event with an unknown cause and a level indicated as "high." To resolve the issue, the customer changed the infusion set and cartridge, and cts recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels.